Event description:
It was reported that the patient presented with a well aligned total knee but had poor motion, 20-95. A revision knee was performed as even with removal of the insert and thorough debridement. Full extension was not obtained. There was no surgical delay. Doi: (B)(6) 2021, dor: (B)(6) 2022, affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided "all listed implants were removed except the patella which was left in place". Since there was no provided deficiency of the patella, and the surgeon elected not to revise it, depuy synthes joint reconstruction does not consider this component to be reportable. Further updates will only be provided if additional information is received that changes the regulatory determination.